Event description:
The lay user/reporter called lifescan (lfs) in 2005, and alleged that the patient's meter was prompting an apply sample message. The medical affairs specialist spoke to the reporter the following day; however, he was unwilling to provide any further information. The patient was unable to test for several days due to the apply sample message. She continued to take her insulin of 8 to 12 units twice daily, which was based on food intake. The patient was taken to the emergency room one day (exact date unknown) due to having a headache and nausea. At the hospital, the patient was given an IV to reduce her blood glucose levels. She was sent home 6 hours later. The reporter did not state what the hospital meter result was. It would have been helpful to know if the patient would have taken more insulin, had she obtained higher results. The patient reported that enough sample was applied to the test strip. A retest was performed while on the phone with the lfs customer care representative and the test was successful. The issue was resolved. This complaint is being reported because the patient was unable to test on her meter, although due to a use error, and she required medical intervention for hyperglycemia. A replacement meter has been sent.